Event description:
It was reported that, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative maneuvers were performed; the noise was not reproducible. No intervention has been performed. The patient was stable.